Manufacturer narrative:
This event was reopened due to receipt of the endocarditis questionnaire from the hospital. The information in the questionnaire further supported the previous conclusion that the cause of the endocarditis was likely unrelated to this bioprosthetic valve; however, was likely due to the patient's history of subclinical endocarditis prior to the implant of the this transcatheter pulmonic bioprosthetic valve and/or community-acquired (B)(6).

Event description:
Medtronic received information that this transcatheter valve required reintervention (balloon post dilatation and stent placement, (B)(6) 2013)) due to early restenosis. Echocardiogram (tte and tee) noted distal compression gradient. Additional information provided from a facility questionnaire related to endocarditis reported that the valve was not well visualized on echocardiogram. The case met one major duke criteria for positive blood culture, community-acquired staphylococcus aureus or enterococci and 2 minor duke criteria consistent with fever and immunologic phenomena. In addition, the additional information noted that the patient was treated with antibiotics (clamonxyl). Subsequently the patient developed cardiac decompensation, septic shock with positive culture of staph aureus leading to surgical reoperation ((B)(6) 2013) with valve explant/replacement after 4 months implant duration. Based on the duke criteria, infection was unknown; however, was confirmed upon explant. The patient later died ((B)(6) 2013) due to acute respiratory distress syndrome. The valve was not returned for analysis. Additional information was received prior to the implant of this bioprosthetic transcatheter valve, the patient presented with an auto-immune condition with antibodies found in pathology.

Event description:
Medtronic received information that this transcatheter valve required reintervention (balloon postdilatation and stent placement) due to early restenosis. Echocardiogram (tte and tee) noted distal compression gradient. Additional information provided from a facility questionnaire related to endocarditis reported that the valve was not well visualized on echocardiogram. The case met one major (B)(6) criteria for (B)(6) blood culture, community-acquired (B)(6) or (B)(6) and 2 minor (B)(6) criteria consistent with fever and immunologic phenomena. In addition, the additional information noted that the patient was treated with antibiotics (vancomycin and gentamycin). Subsequently the patient developed cardiac decompensation, septic shock with (B)(6) culture of (B)(6) leading to surgical reoperation ((B)(6) 2013) with valve explant/replacement after 4 months implant duration. Based on the (B)(6) criteria, infection was unknown; however, was confirmed upon explant. The patient later died ((B)(6) 2013) due to acute respiratory distress syndrome. The valve was not returned for analysis.

Manufacturer narrative:
This supplemental report is being filed to provide additional information provided from the customer. The patient gender was correct ed, as was the explant of this transcatheter valve. In addition, it was noted that the patient presented prior to implant of this transcatheter valve with an auto-immune disorder that was unspecified. This information further supports the previous conclusion that the cause of the endocarditis was likely unrelated to this bioprosthetic transcatheter valve; however, was likely due to the patient's history of subclinical endocarditis, auto-immune disorder prior to the implant of this transcatheter valve and/or community-acquired staphylococcus aureus.

Event description:
Medtronic received information that this transcatheter valve required reintervention (balloon postdilatation and stent placement) due to early restenosis. Echocardiogram noted distal compression gradient. Subsequently the patient developed cardiac decompensation, septic shock with positive culture of (B)(6) leading to surgical reoperation with valve explant/replacement (after 4 months implant duration). The patient later died due to acute respratory distress syndrome. The valve will not be returned for analysis.

Manufacturer narrative:
Since the initial MDR, the investigation has been completed on this event. Based on the sterilization lot review, no issues were identified on the sterilization process. The biological indicator (bi) sterility testing on the sterilization load confirms the sterility (sal = 10-6) for the device. The device history review also was performed on the device; there were no correlations / issues identified regarding manufacturing. The device was manufactured per approved and released manufacturing processes and the device met all applicable manufacturing specifications prior to release for distribution. As the device was not returned, no in-depth analysis could be performed to verify the root cause of the event. Both the early restenosis and septic shock are likely due to the endocarditis. Staphylococcus aureus is generally found in the respiratory tract and skin and is known to be a major cause of hospital-acquired infection of surgical wounds. It causes infections associated with indwelling medical devices and is known to cause toxic shock due to release of superantigens into the bloodstream (1). Based on this, it is unlikely that the melody device itself was the source or cause of infection. The cardiac decompensation may have been influenced by the other noted effects, but a conclusive cause could not be determined from the limited information available. The report of death at approximately four months post-implant was reported as due to ards, likely secondary to the septic shock. Medtronic's quality assurance team will continue to monitor. (1) foster, timothy. Medical microbiology. 4th edition. Galveston (tx): university of texas medical branch at galveston; 1996. Chapter 12. (B)(4). (B)(6).

Manufacturer narrative:
No product is available for return. Without the return of the product, no definitive conclusion can be made regarding the clinical observation. Investgtion of this issue is pending a follow up report will be submitted upon completion. (B)(6). (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.